Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they had low blood glucose of 27 mg/dl and were hospitalized. The customer indicated that the low may have been due to an expired sensor. Customer declined any troubleshooting for the low blood glucose.